Event description:
Lilly case ID: (B)(6). This spontaneous case, reported by a consumer, who contacted the company with a suggestion, concerned a male patient of unknown age and origin. Medical history and concomitant medications were not provided. The patient received unknown insulin medication subcutaneously via a suspect reusable hp memoir pen device (unknown lot), beginning on an unknown date for the treatment of type 1 diabetes mellitus. Reportedly, the patient used two hp memoir pens with different insulins of unknown type. During the weekend of (B)(6) 2015, time to onset unknown, the patient reportedly mixed up his two hp memoir pens prior to going to sleep and developed nocturnal hypoglycemia. Laboratory values were not provided. The emergency doctor was called and the patient was hospitalized on an unknown date in (B)(6) 2015. Corrective treatment, event outcome, and discharge date were not provided. The patient wished to continue using the hp memoir device but wanted to suggest it be available in two different colors. No further information provided. Action taken with the hp memoir pens was unknown. Causality was not provided. The patient was the user of the devices. The training status was not provided. General duration of use was not reported and suspect devices duration was unknown. Return status was not reported. The reporting consumer did not provide permission to be contacted for follow-up; therefore, no follow-up will be attempted. Edit 24apr2015: upon internal review, a second suspect reusable hp memoir device with unknown lot was added. Update 24apr2015: upon review of this case on 24apr2015, the case was opened to updated the medwatch fields for regulatory submission.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2015-00030, since there is more than one device implicated.

Manufacturer narrative:
No further follow up is planned. This report is associated with 1819470-2015-00030, since there is more than one device implicated evaluation summary a consumer reported on behalf of a patient that when using humapen memoir devices with different insulin types, the patient mixed up his memoir pens and received the incorrect insulin (wrong drug administered) and the patient subsequently experienced hypoglycemia at night. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. However, the complaint narrative does not suggest a device malfunction but rather a medication error. The user manual instructs to "look through the insulin viewing slot, read the cartridge label, and check that it is the correct type of insulin." There is evidence of improper use. The user did not check that the correct type of insulin was used, thus leading to a medication error.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer, who contacted the company with a suggestion, concerned a male patient of unknown age and origin. Medical history and concomitant medications were not provided. The patient received unknown insulin medication subcutaneously via a suspect reusable humapen (hp) memoir pen device (unknown lot), beginning on an unknown date for the treatment of type 1 diabetes mellitus. Reportedly, the patient used two hp memoir pens with different insulin of unknown type. During the weekend of (B)(6) 2015, time to onset unknown, the patient reportedly mixed up his two hp memoir pens prior to going to sleep and developed nocturnal hypoglycemia (product complaint (B)(4)/lots unknown). Laboratory values were not provided. The emergency doctor was called and the patient was hospitalized on an unknown date in (B)(6) 2015. Corrective treatment, event outcome, and discharge date were not provided. The patient wished to continue using the hp memoir device but wanted to suggest it be available in two different colors. No further information provided. Action taken with the hp memoir pens was unknown. Causality was not provided. The patient was the user of the devices. The training status was not provided. General duration of use was not reported and suspect devices duration was unknown. The devices were not returned. The reporting consumer did not provide permission to be contacted for follow-up; therefore, no follow-up will be attempted. Edit 24apr2015: upon internal review, a second suspect reusable hp memoir device with unknown lot was added. Update 24apr2015: upon review of this case on 24apr2015, the case was opened to updated the medwatch fields for regulatory submission. Update 22may2015: additional information received on 21may2015 from the global product complaint database added the device specific safety summary for the product complaint (B)(4); updated the improper use and storage to yes; updated the medwatch and EU/ca fields; added the device was not returned; and updated the narrative. Update 08jun2015: additional information received on 08jun2015 from the global product complaint database added the device specific safety summary for the product complaint (B)(4); updated the improper use and storage to yes; updated the medwatch and EU/ca fields; added the device was not returned; and updated the narrative.